Event description:
It was reported to medtronic neurosurgery that the physician discovered a crack in the pt-line 3 way stopcock. No impact or injury to the pt was reported.

Manufacturer narrative:
The device has not been returned. Therefore an eval of the device performance was not possible. A review of the mfg records showed no anomalies.